Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Hcp additionally reported "conjunctival defect with implant exposure after endophthalmitis resolution" in the right eye approximately less than four months after implant. Additional treatment was provided as "conjunctival coating exposed xen area." Event has not resolved.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Hcp additionally reported, symptoms have been solved approximately three months ago and noted "the xen was placed nearer to nasal then desired. Hcp explanted the xen."

Manufacturer narrative:
(B)(4). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a postoperative xen gts event described as "late endophthalmitis with hypopyon and tyndall 4+." Treatment was provided as 3 intravitreal injections.